Manufacturer narrative:
In order to avoid such occurrences in the field, manufacturer - siemens healthcare gmbh - is preparing to issue a field safety corrective action. All potentially affected customers will be notified of this issue via customer safety advisory notice distributed with an update instruction xp021/18/s. The manufacturer will provide correction via an update instruction xp023/18/s.

Event description:
Siemens previously submitted an adverse event report # 2240869-2018-23410. In that report siemens informed of an incident with the tube arm of the axiom aristos vx plus dropping down during patient positioning. During this incident investigation, awareness was gained that ysio products may also be affected by a similar issue. Problem description: the design of safety protection of the on 3d-top for the ysio products is similar to the earlier reported vx plus. According to current design, there are two steel ropes inside the lifting column - primary steel rope and safety steel rope. The primary steel rope is used in regular operation to carry the load of the ceiling stand. The safety steel is used as a backup to carry the load in case the primary steel rope fails. The safety steel rope may only be loaded in single fault conditions and is not designed to take over load stepwise or permanently during operation. In rare cases of insufficient maintenance or unusually high clinical workload, this may lead to mechanical fatigue and cause the arm to drop down during patient positioning.